Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. A partial connector portion of the lead was returned in one piece. Visual inspection found full breach insulation degradation adjacent to the connector boot region. Other damages found are consistent with procedural damage.